Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a sleeve gastrectomy procedure. Two stapling reloads did not fire after pressing the green button. There was no patient harm.